Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) identified residue in the motor gear train and weraing on the upper and lower shafts of gear two. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone, clonidine, and bupivacaine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient reported the personal therapy manager (ptm) code 8476 (motor stall) and that the pump was alarming on (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal morphine 10 mg/ml at 2.5 mg/day, clonidine 250 mcg/ml at 56.2 mcg/day, and bupivacaine 30 mg/ml at 6.75 mg/day. Other medications the patient was taking at the time of the event was unable to obtain, not available. The pump was replaced on 2018-(B)(6) and would be returned. A pump motor stall occurred on 2018-(B)(6) at 6:41 am and recovered on 2018-(B)(6) at 6:26 pm. The patient appeared to be very fatigued. No other symptoms were noted. The pump site looked normal. The rep was not sure if there were any environmental/external/patient factors may have led or contributed to the issue. No troubleshooting/diagnostics were performed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was asked but unknown. The patient¿s medical history was pain from right leg amputation. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.